Event description:
Based on info reported to davol: ni/ni/1997 - a bard flat mesh was placed on the medial of the abdomen between the rectus abdominis muscle and the peritoneum for abdominal incisional hernia subsequent to the operation of sigmoid cancer. On (B)(6) 2006 - bard composix kugel hernia patch was placed on the lower abdomen to treat the recurrence of abdominal incisional hernia. The patch was fixed from the inside of the peritonaeum. Adhesion of the flat mesh and the bowel was not observed at that time. On (B)(6) 2011- the pt visited the hospital due to pain and redness around the lower abdomen. On (B)(6) 2011 - an open abdominal surgery was performed . The eptfe sheet of the kugel hernia patch seemed to be melted and intestinal tract was strongly adhered to the melted eptfe sheet. The flat mesh and the composix kugel were removed from the pt's body. The recoil ring of the kugel hernia patch was not damaged. However, the recoil ring was cut during the hernia patch removal procedure. Other than the recurrent hernia, the pt recovered well and was discharged.

Manufacturer narrative:
It was reported that a single event of composix kugel occurred however the sample returned included a bard flat mesh. Returned were what appeared to be a composix kugel mesh and a bard flat mesh. The bard flat mesh was irregular in shape and there was a large cut in the mesh. The mesh was brittle to the touch which is typical of what happen to an explanted mesh/patch that has been to sterilized. As a result of paper towel remnants that were attached to the mesh, and it is unclear if any tissue was attached to, or ingrown into the mesh. Based on the mesh condition it is unclear whether irregular shape or the cut were the result of pre implant tailoring of the mesh or were the result of the explant procedure. Based on the info provided it is unk whether the device caused or contributed to the reported event. The pt is reported to have developed adhesions and recurrence, which are both listed as potential adverse reactions in the product¿s instructions for use. Additionally, no medical records and no lot numbers have been provided, therefore a mfg review could provided be performed. Based on the info reported and the sample returned for eval, no conclusion can be drawn at this time. See MDR 1213643-2011-00755 for info related to the composix kugel mesh implanted on (B)(6) 2006.